Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed severe sepsis of unknown origin. Blood cultures were (B)(6) for (B)(6). There was no evidence of pocket infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.